Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 180 units of insulin. However, the customer declined to provide the amount of insulin that had been delivered at the time of the reported event. There was no impact to the customer¿s blood glucose level.